Event description:
The reporter states that she obtained 172mg/dl and 92mg/dl on the accu-chek advantage system. The reporter also states that she obtained an additional comparison with results 247mg/dl and 92mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.